Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis determined that the device was malfunctioning and needs to replaced and returned. Additional information indicated that the device was explanted due to premature battery depletion (pbd) and a new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis determined that the device was malfunctioning and needs to replaced and returned. Additional information indicated that the device was explanted due to premature battery depletion (pbd) and a new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The reviewed memory log and found that while implanted the device recorded the first battery system fault low voltage with no other suspicious faults or resets were noted. A memory review noted a power level around 14,000 microwatts. Battery laboratory testing resulted a no finding - super dry no electrolyte or lithium - in short these are signs that the battery capacity was 100 percent used up. In other words, these are fully depleted batteries.